Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target lesion was in the left circumflex coronary artery. The physician had selected a 2.5x12 mm express2 bare metal stent (bms) and introduced the device into an unk type guide catheter. The physician was unable to cannulate the ostium with the guide and removed "everything". It was noticed that the stent strut of the express2 bms appeared lifted. The procedure was completed with another 2.5x12 mm express2 bms. There were no pt complications reported with the pt's current condition listed as "fine".